Manufacturer narrative:
On 11/15/2019, it was reported to mentor that the doctor confirmed the diagnosis capsular contracture, palpable wrinkling and right deflation. Deflation code was removed from left side. Breast pain and cutaneous contour deformity codes were removed and capsular contracture was added per proper codification. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/3/2019, the conclusion code (cause not established (4315)) was removed per correct codification. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female) patient underwent a breast augmentation primary with mentor smooth round moderate profile 300cc and suffered from bilateral pain, bilateral deflation. The patient reported: ¿ can feel in the implant that it is not smooth with ridges¿. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the left breast implant.